Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828804) and a bactiseal barium catheter (ID ns0339) were implanted via lumboperitoneal shunt on unknown date and unknown setting. The valve and the bactiseal catheter were explanted due to shunt obstruction and setting failure.